Event description:
Reporting status: death. Reporting rationale: the patient died six months post stent implant. Device issue: no device malfunction has been reported. It was reported via a trial, that the patient died six months post implant of the xience v 3.0 x 08 mm, which has been direct stented. No additional event or patient information is available.

Manufacturer narrative:
Internal file number - (B)(4). Death, as listed in the instructions for use (IFU) and no fault risk assessment, is a know adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant. It is unk if the death is related to the product or procedure as the death occurred approximately six months post procedure. A conclusive cause cannot be determined. No pre-dilatation was performed during the index procedure. The IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent.